Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated that she was getting poor communication, she did not feel stim, and was not getting good symptom relief because she hasn't made it to the bathroom multiple times. No further complications were reported/anticipated.